Event description:
On (B)(6) 2012, the patient contacted animas and stated that the up arrow keypad button required multiple button presses to elicit a response. There was reportedly a split noticed on the up arrow button. The patient denied that the pump was exposed to moisture. The patient reportedly wore the pump outside of clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was torn above the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, all the keypad buttons were responsive. All of the keypad buttons had normal spring back or click. The keypad cover was removed for investigation and revealed no evidence of contamination or defects of the button contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
Serial number: the serial number for this device was originally reported as (B)(4). The correct serial number for this device is (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.